Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the display was cracked on her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around lunchtime on (B)(6) 2012. The patient manages her diabetes with insulin and oral medication (types/ amounts not specified). It is not known if the patient made changes to her usual diabetes management routine at the time of the alleged issue. After the start of the alleged issue, the patient claims she felt symptoms of shaking and blurry vision. The patient took more food and/ or drank a beverage. At the time of troubleshooting, the cca noted misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.